Event description:
It was reported that "while the surgeon was crimping grip the tip of the tool fractured and broke off. It was recovered and tool was not usable and so could not crimp the cable sleeve. Rep was called another tool was used."

Manufacturer narrative:
Additional info, has been requested and if received, will be provided on a supplemental report.